Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that crosstalk oversensing was observed on the ventricular channel. Programming changes were recommended. No further information was provided.